Manufacturer narrative:
Other applicable component are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient felt that the stimulator leads were "bunched-up" half way in between the base of the spin and his shoulder. The patient stated they were feeling uncomfortable stimulation and when they turned the wrong way they felt a bit of a jolt. When the patient attempted to communicate with the device they got a poor communication screen but were still able to communicate with the device. The patient turned stimulation off and on and felt a jolt when turning stimulation back on. The patient confirmed stimulation was on and was on group b p1 at 1.60v. The patient was directed to follow up with their primary healthcare provider and that they could turn stimulation off until then if it was uncomfortable. No further complications were reported as a result of this event.